Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose level was 600 mg/dl. The sensor glucose value was 200 mg/dl. Customer stated that they insulin delivery was suspended due to sensor glucose value. The sensor was not returned for the analysis. Frn-unk-rsvr, unomed inf set.